Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 54 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 3875 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery on (B)(6) 2022). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("medical device removal / malposition of essure coils / embedded essure coiled within each cornu") and device dislocation ("no essure coil identified within the right lumen") in a 44 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: medical device monitoring error ("ablation immediately following her essure procedure 10" on (B)(6) 2011). The patient had a medical history of heart attack, hyperlipidemia, heart disease, unspecified, tonsillectomy, endometrial ablation, asthma, anxiety, nulli gravida, pain menstrual, ovarian cyst, dysmenorrhea and abnormal uterine bleeding. The patient had a family history of breast cancer. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3776 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy/). At the time of the report, the outcome of embedded device was unknown. The reporter considered device dislocation and embedded device to be related to essure administration. The reporter commented: not more than one essure related surgery. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnosis : a.uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix: negative for dysplasia or malignancy endometrium: negative for hyperplasia or malignancy myometrium: adenomyosis fallopian tubes: no pathologic abnormality other: bilateral metallic coils grossly identified, consistent with essure devices. Myometrium: tan-pink, coarsely trabeculated with blood-filled glandular structures, containing embedded essure coiled within each cornu. Adnexa: bilaterally attached fallopian tubes fallopian tube 1: portion of essure coil within the proximal lumen fallopian tube 2: no essure coil identified within the lumen. [Ultrasound scan] on (B)(6) 2021: which showed parallel hyperechoic structures within the endometrial cavity consistent with essure coils.; on (B)(6) 2021: findings showed uterine endometrial cavity, which was scarred densely which inhibited the visualization of the essure coils, which were readily visible in the middle of the endometrial cavity by ultrasound; however, was unable to obtain visualization of these coils quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 54 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 3875 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery on (B)(6) 2022). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("medical device removal/malposition of essure coils/embedded essure coiled within each cornu") and device dislocation ("no essure coil identified within the right lumen") in a 44 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: medical device monitoring error ("ablation immediately following her essure procedure 10" on (B)(6) 2011). The patient had a medical history of heart attack, hyperlipidemia, heart disease, unspecified, tonsillectomy, endometrial ablation, asthma, anxiety, nulli gravida, pain menstrual, ovarian cyst, dysmenorrhea and abnormal uterine bleeding. The patient had a family history of breast cancer. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3776 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of embedded device was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one essure related surgery -no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnosis: a.uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix: negative for dysplasia or malignancy. Endometrium: negative for hyperplasia or malignancy. Myometrium: adenomyosis. Fallopian tubes: no pathologic abnormality. Other: bilateral metallic coils grossly identified, consistent with essure devices. Myometrium: tan-pink, coarsely trabeculated with blood-filled glandular structures, containing embedded essure coiled within each cornu. Adnexa: bilaterally attached fallopian tubes. Fallopian tube 1: portion of essure coil within the proximal lumen. Fallopian tube 2: no essure coil identified within the lumen. [Ultrasound scan] on (B)(6) 2021: which showed parallel hyperechoic structures within the endometrial cavity consistent with essure coils. On (B)(6) 2021: findings showed uterine endometrial cavity, which was scarred densely which inhibited the visualization of the essure coils, which were readily visible in the middle of the endometrial cavity by ultrasound; however, was unable to obtain visualization of these coils. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records :"endometrial ablation performed with essure microinsert in place, device embedded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-sep-2023: mr received: event - "endometrial ablation performed with essure microinsert in place nos" added, and "medical device removal updated to device embedded". Reporters information patient medical history and surgical pathology reports were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.